Manufacturer narrative:
Testing and investigation found the device did not pass the power test. The probable cause was due to etching on the positive battery contact of the middle circuit board. This caused intermittent contact with the aa batteries. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing, the device powered down on by itself with no audible alarm tone or error code displayed. It was reported the device then powered on by itself. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.